Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced because of loss of capture and under sensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported loss of capture and under sensing. The values of the parameters measured during the electrical analysis were within the technical specifications. The functional test of the fixation mechanism did not show any deviation. The analysis did not reveal any sign of a material or manufacturing problem.